Manufacturer narrative:
Section a: patient initials and date of birth corrected. Manufacturer's investigation conclusion: it was reported that the patient underwent a heart transplant. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a heart transplant. The outcome was not device or therapy related. The cause of the outcome was not provided. Due to patient privacy laws the managing hospital would not communicate patient outcome information.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.